Event description:
Patient was revised to address osteolys and mild poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Medical records were received. The depuy legal nurse stated upon review that the revision preoperative report gave a diagnosis of loose right total hip replacement. The physician notes in the indications portion that the patient was over 17 years out from his initial replacement and developed debonding of the femoral component with intermittent severe pain. The surgeon directly observed the femoral component was found to be loose from the cement mantle. He also noted there was "mild polyethylene wear and mild osteolysis around the proximal femur, but much less than typical" based on the information available it would not be unexpected to observe some poly wear given the amount of time between implant and revision. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.